Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure, however, a root cause could not conclusively be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The asset duodenovideoscope was returned to the service center for an annual inspection with no reported complaint. During the evaluation of the device, the adhesive at the distal end (z-block) area had a chip. There was no patient involvement.